Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient).

Event description:
After review of medical records, it was stated that the patient was revised to address infection and dislodged acetabulum. It was also reported that patient had a peripsothetic fracture due to fall; however, it was not indicated whether fracture is in the acetabular or femoral side. Revision notes reported a loose acetabular component, scar from the posterior aspect, metallosis in the posterior aspect, and a fractured screw. No information was provided to confirm which of the 2 screws fractured. Additionally, pain, mild swelling and chronic inflammation were reported. All depuy devices were removed and replaced with antibiotic spacers. Doi: on (B)(6) 2009; dor: on (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infected right total hip replacement status post metal on metal components with dislodged acetabulum. Revision notes indicated scar from the posterior aspect of the hip. There was metallosis in the posterior aspect of the hip. Attention was on acetabulum, a loose acetabulum component was removed, debrided of some soft tissue, retained screw head in the bone was loosened up using osteotome. Doi: (B)(6) 2009. Dor: (B)(6) 2017. Right hip.